Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
It was reported that revision of an anterior/posterior lumbar fusion l4-5 was performed on (B)(6) 2016. Four 6.5mm screws used in the initial procedure were removed and upon placing one of the 7.5 x 50mm reform pedicle screws in l4, the tip of the reform polyaxial driver ((B)(4)) broke off in the head of the screw. The screw was approximately half way in the pedicle when the tip broke. A rod was used to back the screw out of the pedicle and the procedure was completed using another 7.5 x 50mm reform pedicle screw and the second driver that were readily available in the set. There was no delay reported in relation to this issue.

Manufacturer narrative:
Engineering evaluation of the returned drivers found that the failure appears to correlate with a ductile torsional failure. The cause of the failure may be the result of a torsional overload condition being applied. The cause for the observed failure was not definitively determined. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on september 16, 2015 with no deviation or anomalies. Due to a trend for reports of this nature for this part number, a CAPA was initiated for further investigation and possible corrective actions.